Manufacturer narrative:
No serial number was provided and no data are available. The bleeding occurred 6 days post implantation. The most likely hypothesis is an event procedure-related. In addition, this kind of complication is described in the technical manual. Based on the available data, no issue is suspected on the pacemaker.

Event description:
Bleeding from pacemaker scar six days post implant with hospitalization and bandaging redone. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). 1888: hemorrhage/blood loss/bleeding.